Event description:
Sorin group received a report that the wall circuit breaker in operating room which the stockert heater-cooler and another piece of equipment were plugged into tripped during a procedure. The procedure was canceled as the patient had not yet been catheterized. There was no report of patient injury.

Manufacturer narrative:
Sorin (B)(4) manufactures the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the wall circuit breaker in the operating room which the 3t heater-cooler and another piece of equipment were plugged into tripped during a procedure. The procedure was canceled as the patient had not yet been catheterized. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.